Event description:
Information was received that the cadd ms3 pump did not alarm low cartridge and the pump ran dry. The patient did receive the full dose and the pump was replaced. Dose or amount: 29.5 ng/kilograms/minute, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Patient switched to backup pump. No reported adverse effects.